Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. Postoperatively, patient developed large bleb that was causing some discomfort and irritation; stent was removed. Patient developed a ptosis post this procedure and a slight reduction in va, deemed device not related.

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of bleb-related issues is a known potential adverse event addressed in the product labeling.